Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x20mm 2.50x20mm drug eluting stent was selected to treat the lesion. However, during unpacking, the tip of the stent struts were found to be irregular and deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along its entire length with part of the proximal stent portion severely bunched with overlapping stent struts. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved on the balloon; however, crimp markings were evident on an exposed portion of the balloon indicating crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x20mm 2.50x20mm drug eluting stent was selected to treat the lesion. However, during unpacking, the tip of the stent struts were found to be irregular and deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.